Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's pulse generator was oversensing noise resulted in pacing inhibition. The patient had no adverse consequences.